Event description:
After surgery, the o.r. Nurse was removing handpiece and patient pad from the system 5000 when she received a shock. During surgery, the o.r. Team stated they were having trouble with the rocker switch on the handpiece. After turning everything off and back on, they were able to proceed with the case, no one can confirm if the handpiece was changed out.